Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed, as the device was not returned. Although a definitive root cause could not be determined. (Expiration date: 08/2019).

Event description:
It was reported that some time post port device implant, angiogram imaging was performed which demonstrated the presence an alleged hole in the port catheter. Reportedly, the port was removed the same day. There was no reported patient injury.